Event description:
The instrument was received back from the distributor requesting a warranty repair. The handle broke during the surgical procedure. The handle broke during the surgical procedure. The instrument shows discoloration and possible corrosion around the set screw area of the point of break. The instrument has been sent to the german MFR for evaluation.